Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms over the past two months; however, the customer could not remember the details of each alarm. The customer reported elevated blood glucose (bg) levels ranging from unknown values to 600 (mg/dl). A bolus was delivered to address bg levels. The supplies and/or site were changed to address occlusion. During the most recent occlusion, troubleshooting led to the tubing being the most likely source of the occlusion. The cartridge uses humalog and is changed every 4 days. The customer will replace the infusion set and change the cartridge every 2 days.